Event description:
The customer reported that the system would not produce kv (make an exposure). This resulted in no live image being displayed. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube, high voltage tank, and the supply regulator were replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.